Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: cordis precise pro 8 x 30. Other: heparin. Embolic protection: mo.ma 11 x 104. There was no reported product deficiency. The reported patient effect of transient ischemic attack is a known potential adverse event as listed in the instructions for use. Although a conclusive cause for the reported adverse patient effects and relationship to the device, if any, could not be determined; there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that during a right internal carotid artery stenting procedure with heavy calcification, after a non-abbott embolic protection device was inflated proximal to the lesion and stent placement, the patient experienced transient ischemic attack with left sided symptoms. There was a large amount of embolic material noted in the extraction syringe and emboshield nav6 embolic protection filter. The patient's symptoms lasted 60 seconds and resolved. The patient was discharged home one day after the procedure. There was no reported adverse patient sequela. There was no additional informationn provided.